Event description:
It was reported that an overfusion of morphine occurred. There was no resultant patient complication.

Manufacturer narrative:
MFR's report date 08/14/97. The pump was returned for eval. Visual and functional testing was performed, and the pump was found to meet all MFR's specs. The accuracy was extensively tested and found to be within spec. Add'l measurements were taken of the jaws and valve heights-both were within spec. Co was unable to duplicate the reported overinfusion with the returned instrument. The MFR requested pt info from the hosp. No pt info was available.